Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone left total hip arthroplasty in (B)(6) 1999. Subsequently, a revision procedure has been indicated allegedly due to recurrent pain and dislocation caused by wear; however, no revision procedure has been reported to date. A review of invoice history confirmed the initial left total hip arthroplasty occurred on (B)(6) 1999. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "wear and/or deformation of articulating surfaces." 'Dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2015-02681 & 02707).

Event description:
Patient reported to have undergone left total hip arthroplasty in (B)(6) 1999. Subsequently, a revision procedure has been indicated allegedly due to recurrent dislocation caused by wear; however, no revision procedure has been reported to date. A review of invoice history confirmed the initial left total hip arthroplasty occurred on (B)(6) 1999. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent an initial left total hip arthroplasty in (B)(6) 1999. Subsequently, a revision procedure has been indicated allegedly due to recurrent dislocation caused by wear; however, no revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.